Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. Per follow up via phone on (B)(6) 2021, customer stated that the problem was not the purewick urine collection system but it was that they had no help and could not place the wicks by themselves. When the wick was placed correctly, it captured all of the urine. The urinary tract infections were frequent and customer felt that they were related to both the purewick urine collection system because it was always wet and their own health conditions. Customer had multiple antibiotics to treat the urinary tract infection. Customer had one recommendation, that the hose could be a little longer to accommodate larger women and an ability to turn over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. Per follow up via phone on (B)(6) 2021, customer stated that the problem was not the purewick urine collection system but it was that they had no help and could not place the wicks by themselves. When the wick was placed correctly, it captured all of the urine. The urinary tract infections were frequent and customer felt that they were related to both the purewick urine collection system because it was always wet and their own health conditions. Customer had multiple antibiotics to treat the urinary tract infection. Customer had one recommendation, that the hose could be a little longer to accommodate larger women and an ability to turn over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient got a bad urinary tract infection by using purewick female external catheter. It was stated that the patient used wick only a few times and was not using the purewick urine collection system anymore. Per follow up via phone on (B)(6) 2021, customer stated that the problem was not the purewick urine collection system but it was that they had no help and could not place the wicks by themselves. When the wick was placed correctly, it captured all of the urine. The urinary tract infections were frequent and customer felt that they were related to both the purewick urine collection system because it was always wet and their own health conditions. Customer had multiple antibiotics to treat the urinary tract infection. Customer had one recommendation, that the hose could be a little longer to accommodate larger women and an ability to turn over.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown purewick capitol and accessories ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.